Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000092200.

Event description:
Related manufacturer reference number: 3006705815-2023-05134. It was reported that the patient's system diagnostics recorded high impedances. It was also reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg and lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 leads; however, it is unknown which leads. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000092200.